Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:309653; batch#: unknown. It was reported by customer that the syringe leaks from plunger side when drawing up medication.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the syringe leaks from the plunger side when drawing up medication. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification, and then with 30x magnification. No defects or imperfections were observed. A functional test was then performed by drawing 50ml of saline solution into the syringe. No leakage or any other issue was observed. A device history record review was completed for provided material number 309653, lot 4180131. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.